Event description:
My husband has been using an instinct continuous glucose monitor for about 6 months. On 4 occasions there was a discrepancy of more than 20% between the reading on his 780g pump and the reading from a finger stick using an accu-check guide link glucose test device. In each case the pump reading was low. In the most recent incident the pump reading was 68 and the reading from the finger stick was 107 mg/dl. My husband is a retired surgeon who suffered a stroke on (B)(6) 2021. He has right side hemiplegia and apraxia but is cognitively intact and meticulous about adherence to taking medications and his medical regimen. His pump shows that he is within range more than 90% of the time. I am a registered dietitian nutritionist, although not a diabetes specialist. We have returned the defective devices to abbot as requested. He has not suffered any medical emergencies due to the instinct malfunction. However, we have not been given any information about the cause(s) of the malfunction. We would like to know what recommendations are being made to limit the possibility of malfunction. Pt: 4582. Device: 2460. Reference reports: mw5190535, mw5190536, mw5190537. This report captures instinct continuous glucose monitor #1.